Event description:
I own an apple watch. I have sinus node dysfunction with first degree block, wenkebach and other sinus node arrythmias. The apple watch EKG(electrocardiogram) app frequently reports atrial fibrillation when in fact it is a sinus related arrythmia with no evidence of a fib. I would estimate the app is wrong about 80-90% of time. I personally review all of the reports at the time of recording. Since the app says I have an a fib density of 25-30%, and 80-90% are incorrect this is no minor problem. I suspect the app is simply looking at qrs intervals to make its determinations. As noted: sinus node dysfunction.